Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of foreign material in the channel was not confirmed. Based on the results of the investigation, the foreign material could not be identified. There was no deviation from instructions for use (IFU) in reprocessing steps for the location with foreign material and physical damage was not found at the location. The root cause of the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope exhibited foreign material exiting from the channel (including auxiliary water channel). The diagnostic egd procedure issue occurred during procedure. The procedure was completed using the same device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.